Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation, further information obtained when medical surveillance specialist reviewed the call. The patient stated that she could not remember when she first became aware of the issue. The patient reported that she obtained alleged inaccurately high blood glucose results of ¿140, 150, 170 and 196 mg/dl¿, the tests were performed greater than 20 minutes of each other. The patient reported that she manages her diabetes with a combination of medication (metformin and insulin shots). The patient reported that as she was unsure what result was accurate, she drank a glass of orange juice. The patient stated that an hour after the alleged inaccuracy began at 7 pm, she developed symptoms of ¿shaky and incoherent¿. The patient denied receiving or requiring any treatment in response to the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.